Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level that was unreadable for the meter the day prior to the call and a 465mg/dl the morning of the call. The customer stated that they have managed to bring the blood glucose down to 260mg/dl. The customer also reported that the insulin pump had damage. The customer stated that they were unsure of their blood glucose during the damage incident but stated that it may have been in the range of 300mg/dl. The customer declined troubleshooting for the high readings and stated that they have treated with the insulin pump and needles. The customer was assisted with damage troubleshooting. Customer stated that the damage was a crack that ran along casing near the esc button to the reservoir window. The customer was unsure how the damage occurred. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.